Manufacturer narrative:
Findings: pump was received with scratched lcd window. No crack lcd window noted. Unit passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. (B)(4).

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The customer's blood glucose level was 500 mg/dl at the time of the incident. The customer did not mention any form of treatment for their blood glucose levels. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.